Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: 2021-05-26, product type: screening device, product ID: 309201, lot#: unknown, implanted: 2021-05-26, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2021. It was reported that the trial patient's device is disconnected and was supposed to be face timing someone. Patient stated that the leads have been pulled from their back as there is wires all over that are disconnected. Patient stated that there was blood on their gauze pad as well. Patient was to change to the opposite side today and was able. Patient stated they have black and red wires hanging all over the place and nothing is connected. Patient advised to contact their clinician and stated they will see them friday.